Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/16/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the up and down arrow buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded, discolored and difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that ok button was intermittently unresponsive for a couple of months, and it was progressively getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.